Event description:
The customer reported getting a speaker malfunction on an mp2 that had the speaker replaced by a field service engineer. No patient involvement was reported.

Manufacturer narrative:
Contact office correction: (B)(4).

Event description:
The customer reported that "the intellivue mp2 patient monitor displays the error message 'speaker malfunction.'" No death or patient/user harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.